Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was over 430mg/dl. The customer states they were at work and felt like passing out, when they were taken to the emergency room. The customer states the highs may be attributed to only eating a roast the day before. The customer believes the pump is functioning as designed and did not wish to troubleshoot. No further assistance provided at this time.